Event description:
Complainant alleged that during biomed testing, the devices video display was delayed, showed horizontal lines and was not legible. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.